Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections and overgrowth at the abutment site and subsequently the abutment was removed. There are no plans for revision surgery as of the date of this report, (B)(6) 2017.